Manufacturer narrative:
A ge service representative performed an onsite investigation. The problem appeared to have resolved on its own. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lose the live image from the left monitor. No pt injury was reported.